Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during an endoscopic ultrasound (eus) with axios stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange was unable to be deployed. The undeployed stent was gently pulled out, and the procedure was not completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.